Event description:
During a shoulder arthroscopy utilizing a dyonics straight burr omionizer, 4.0 ep-1, dspl bl, it was reported there was blade shedding and metal shavings appeared during use. No information was available to confirm whether all of the debris was removed from the patient. There were no reported patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation in section d10; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: the dyonics straight burr, acromionizer, 4.0 ep-1, dspl bl was returned for evaluation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. Visual inspection was performed and galling of the inner blade shaft was observed. The reported failure mode of shedding and/or seizing for burrs is currently being investigated for the root cause and applicable corrective action. (B)(4).